Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. We got a call from a flowflex plus customer that is having an issue with 2 flowflex plus covid 19 and flu a/b antigen test kits. The customer has just purchased 2 flowflex plus kits from walmart.com , so this is an out of box issue. The customer claimed that 2 elderly relatives tested negative on the flowflex plus for flu a . 12 hours later both relatives testing positive at the doctor's office for flu a. The customer did not have either kit in question, the kits have been thrown away, so we cannot confirm the lot number and expiration date. Ther customer claims that the test results being inaccurate. This has caused the relative not to take medication that may have helped sooner. Customer said that she is going on to walmart.com and write a bad review. The customer will wait for an email response from acon labs regarding this matter.